Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. Multiple event to complaint numbers 97-00086, 97-00087, 97-00088, and 97-00089. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unk-rpt'd 1/21/97. Pt's current status: unk-rpt'd 1/21/97.